Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis due to reusing a single use peritoneal dialysis minicap. On unreported dates, the patient was hospitalized for the peritonitis event and began intraperitoneal treatment with injection amikacin (50 mg each bag, frequency not reported) and injection fortum (250 mg each bag, frequency not reported). The outcome of the peritonitis event was unknown. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient performed continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the effluent was not clear. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.